Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s experience of a fractured obturator tip. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited non-conformance that could have contributed to the reported event in the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: during initial insertion for fios in a laparoscopic cholecystectomy, the tip of the obturator broke off into the patient. Dr. [Name] was the surgeon using the trocar. There was no patient harm, and the tip of the obturator was seen in the abdomen and recovered. The item will be available to return, after it goes through [hospital name]¿s process for defective equipment. Product return expected. Additional information received via email on 31aug2021 from applied medical account manager: the break was considered to be a clean break. It is unknown how the case was completed after the event occurred. A photo of the complaint device has been provided. Intervention: the tip of the obturator was seen in the abdomen and recovered patient status: there was no patient harm.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: during initial insertion for fios in a laparoscopic cholecystectomy, the tip of the obturator broke off into the patient. Dr. [Name] was the surgeon using the trocar. There was no patient harm, and the tip of the obturator was seen in the abdomen and recovered. The item will be available to return, after it goes through [hospital name]¿s process for defective equipment. Product return expected. Additional information received via email on 31aug2021 from applied medical account manager: the break was considered to be a clean break. It is unknown how the case was completed after the event occurred. A photo of the complaint device has been provided. Intervention: the tip of the obturator was seen in the abdomen and recovered. Patient status: there was no patient harm.